Event description:
Nellcor received a report from a biomedical engineer that the monitor has no audio including the post (power-on self-test) beep. The biomedical engineer could not confirm if there was any pt harm.